Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer had device not working - keeps saying air in line and sent to sco for repair which was resolved with replacement of pressure sensors and the air-in-line (ail) sensor to fix the ail error that was occurring and ran the unit through all of its pm tests and it passed them all. There was no patient involvement.